Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had a monitoring voltage of 2.88v prior to implant. It was reported that the box labeling indicated the voltage should be 3.25v prior to implant.